Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle w/ holder the cannula breaks off or pulls out. The following information was provided by the initial reporter and translated to english the customer stated: "a 21g vacutainer mpc 368835 actually snapped whilst it was in the patient's vein."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.